Manufacturer narrative:
(B)(4). D10: 00599601501, femoral component option for cemented use only size e, lot: 64924123. 00597206532, all poly patella standard cemented size 32 mm diameter 8.5 mm thickness, lot: 64740061. 00596403212, articular surface size ef 12 mm height "use with plate 3, lot: 64741817. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through legal notification that approximately 4 years post implantation of a left total knee arthroplasty, the patient underwent revision due to tibial loosening, presenting in pain, swelling, hot skin, and stiffness. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The reported event could not be confirmed due to lack of product return and medical records. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.